Manufacturer narrative:
The cause of the issue was not determined due to insufficient clinical details.

Event description:
The complainant reported a patient was implanted with an impella cp as a bridge to a left ventricular assist device. It was reported while on support, the patient became positive for heparin induced thrombocytopenia. Heparin was discontinued in the purge solution and the patient was administered bivalirudin systemically for anticoagulation therapy. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.